Manufacturer narrative:
(B)(4). No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory and was due to silicone in the hex cavities that may have prevented full insertion of the torque driver. The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that out of range hvli was noted after generator change out. The patient received an alert, but ignored it. During the follow-up in clinic, high impedance was noted. Hv therapy was turned off and life vest was provided to the patient. Later, the patient was presented in the or. When the physician pulled the rv lead out of the header it came out with a slight tug. It was suggested that the loose set screw was the cause of the hvli. Several attempts were made to tighten the set screw and no clicks on the torque driver were heard. The device was replaced. The patient was stable during and after the procedure, and was discharged thereafter.

Manufacturer narrative:
(B)(4).

Event description:
New information reviewed indicates that noise was also noted.